Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #:(B)(6) , ubd: , UDI#: (B)(4) b3: date is approximate. Month and year are confirmed valid. H3: product ID: 97745, serial/lot #: (B)(6) was returned for product analysis. Analysis found the main board and case front were damaged; there were broken lithium ion battery contacts and the screw holes were stripped on the case causing case separation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient said they charged the controller overnight but the controller was not charging properly since a week and a half ago. Patient stated they plugged the controller to the wall all night long but it did not charge. Patient service asked patient to remove the battery pack and plug the controller into the ac power supply, patient said the controller did not turn on. Patient put the battery back into the controller and patient was getting the message battery empty cannot continue recharge the controller. Patient verified there was no damage to the controller or battery pack. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the controller device. Additional information was received from a patient (pt). It was reported that they got the replacement controller, but saw install mdt battery pack when trying to pair to ins. Pt had aa batteries in and had not put battery pack in new controller. Pt inserted battery pack during the call, then plugged into ac power supply and confirmed green light started blinking. Pt saw no device found and confirmed implant was empty. Patient services (pss) reviewed to let controller charge full, then go to charge the implant and reviewed no device found troubleshooting with pt.